Event description:
It was reported that case was originally sized the component to 6 femur. When checking the anterior resection on the femur it showed the cut plane (orange line) high in relation to the virtual angle wing. When cutting for a 6 with the 5 in 1 block, doctor measured the post cuts with his patella calipers and the cuts were off by a consistent 2-3 mm. After placing the 6 femur trial on it, looked too big and doctor had to downsize to a 5 femur manually after cutting for a 6. Delay of less than 30 minutes was reported.